Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was in a nursing home at the time of death for assistance with pd therapy. Reportedly, the patient got up to use the bathroom without assistance and had a "cardiac episode". Pd therapy was ongoing until the time of death, but the patient was not connected to the homechoice at the time. The cause of death is unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. Evaluation summary: the device passed electrical and functional testing was determined to meet performance specification requirements. The device event history was reviewed and there were no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events identified. A review of the device service history and device history record revealed no issues that could have caused or contributed to the patient death. If additional relevant information is received, a supplemental medwatch will be filed.